Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ vp infusion set leaked from the hub during use. The following information was provided by the initial reporter: "the same giving set as per previous complaint, has leaked from the male hub, causing back flow of blood directly from the cvl."

Manufacturer narrative:
Investigation summary no samples were received for investigation in which the customer has indicated that they observed leakage: "from the male hub," of a 70693e product from lot 1024372. Additional correspondence with the customer indicated that the leakage was observed approximately thirty minutes into an infusion of 0.9% saline and that no damage or deformity was noted to the component. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1024372 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It was reported that the bd alaris¿ vp infusion set leaked from the hub during use. The following information was provided by the initial reporter: "the same giving set as per previous complaint, has leaked from the male hub, causing back flow of blood directly from the cvl."